Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include nausea, dehydration and vomiting. Once at the hospital the patients shirt was removed and the pod was found to have failed to adhere and the pod had become dislodged from the pod infusion site, (arm). The patient was treated with intravenous fluids as well as medication for nausea, pain and sedation. The patient was discharged from the hospital after 12 hours.. The patient was able to apply a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.